Manufacturer narrative:
The device was received for evaluation. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported 'upstream occlusion error' which was not reproduced due to downstream occlusion error. A review of the event history log identified the multiple presence of 'upstream occlusion!' Messages. The cause was determined to be an out of specification upstream sensor. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. During evaluation the device alarmed false downstream occlusion. The cause was identified to be an out of specification force sensor. The downstream tubing guide was adjusted to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had an upstream occlusion error during testing at the biomed service department. The process step was not provided by the reporter. There was no patient involvement. No additional information is available.